Manufacturer narrative:
Upon follow-up, it was reported that peritoneal dialysis therapy was discontinued (hold) and the patient was switched to hemodialysis (twice a week). Antibiotic therapy remained ongoing and the patient was recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by vomiting, slight stomach pain, abdominal discomfort and cloudy fluid. The cause of the peritonitis event was unknown. On an unknown date, the patient was hospitalized due to peritonitis and cloudy fluid. On an unreported date, the patient was treated with heparin lock injection (discontinued, dose, route, frequency not reported), ceftriaxone injection (1g, discontinued, route and frequency not reported) and vancomycin injection (1g, ongoing, route and frequency not reported) for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.